Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an re-entry procedure a balloon rupture occurred. The chronic total occlusion (cto) lesion was located in the superficial femoral artery (sfa). The balloon of the offroad re-entry device was inflated and the lancet was inserted, prior to re-entry it was noted that the balloon was ruptured. The lancet was removed and a wire was advanced, the ruptured device was removed and replaced with another offroad device. The second device was unsuccessful in re-entry into the true lumen. No patient complications were reported.